Manufacturer narrative:
Additional information: g3 this event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2016 and 2021 to evaluate potential advantages of three-row circular staplers (three-cs) on anastomotic leakage (al), stenosis (as), and hemorrhage (ah) rates after rectal resection as compared to two-row circular staplers (two-cs), two-row stapler was used on 197 patients for colorectal end-to-end anastomosis. A hydro-pneumatic test was performed to check the integrity of the anastomosis and if positive, suture reinforcement and an ileostomy was performed. Ileostomy was created intraoperatively in 22 patients. One patient in the two-row group died postoperatively due to septic complications after reoperation for a grade c anastomotic leak. The death was unrelated to the device, but due to the patient condition.

Event description:
According to literature source of study performed between 2016 and 2021 to evaluate potential advantages of three-row circular staplers (three-cs) on anastomotic leakage (al), stenosis (as), and hemorrhage (ah) rates after rectal resection as compared to two-row circular staplers (two-cs), two-row stapler was used on 197 patients for colorectal end-to-end anastomosis. A hydro-pneumatic test was performed to check the integrity of the anastomosis and if positive, suture reinforcement and an ileostomy was performed. Ileostomy was created intraoperatively in 22 patients. Postoperative complications included: anastomotic leak, anastomotic hemorrhage and anastomotic stenosis. Patients with leak underwent diagnostic computed tomography scan and required reoperation, percutaneous drainage or antibiotics. Length of stay was prolonged. Anastomotic hemorrhage required endoscopic treatment and anastomotic stenosis required endoscopic diagnosis and dilation. One patient in the two-row group died postoperatively due to septic complications after reoperation for a grade c anastomotic leak. The death was unrelated to the device, but due to the patient condition.

Manufacturer narrative:
Additional information: b2, b5, g3, h1 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: unknown eea - unknown eea, lot# :unknown, unknown eea - unknown eea. Unknown title: preliminary evaluation of two-row versus three-row circular staplers for colorectal anastomosis after rectal resection: a sin gle-center retrospective analysis. Source: international journal of colorectal disease (2022) 37:2501¿2510 accepted: 9 november 2022 / published online: 17 november 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2016 and 2021 to evaluate potential advantages of three-row circular staplers (three-cs) on anastomotic leakage (al), stenosis (as), and hemorrhage (ah) rates after rectal resection as compared to two-row circular staplers (two-cs), two-row stapler was used on 197 patients for colorectal end-to-end anastomosis. A hydro-pneumatic test was performed to check the integrity of the anastomosis and if positive, suture reinforcement and an ileostomy was performed. Ileostomy was created intraoperatively in 22 patients. Postoperative complications included: anastomotic leak, anastomotic hemorrhage and anastomotic stenosis. Patients with leak underwent diagnostic computed tomography scan and required reoperation, percutaneous drainage or antibiotics. Length of stay was prolonged. Anastomotic hemorrhage required endoscopic treatment and anastomotic stenosis required endoscopic diagnosis and dilation. One patient in the two-row group died postoperatively due to septic complications after reoperation for a grade c anastomotic leak.